Manufacturer narrative:
G4: 14may2020. B4: 15may2020. H11: h6: patient involvement:: the device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29apr2020.

Event description:
The customer identified that the built-in accumulator battery is out of order. The field service engineer (fse) confirmed the failure. The fse removed the cable from battery and the issue was resolved. The unit has returned to service mode. There was no patient involvement.